Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the customer was not receiving an alarm at the time. Tandem technical support was contacted, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.